Event description:
MFR says on their web site "stops snoring & mild sleep apnea" and I bought the sona pillow based on that claim. For me, it does neither one, and it dislocated my neck. Their FDA allowed claims - k040161 - are: "may stop or decrease snoring.", may be used to treat mild obstructive sleep apnea.", "may improve the quality of sleep." MFR claims sona pillow absolutely "stops snoring & mild sleep apnea". This is both false and misleading. With a "no return" policy, MFR is ripping off consumers. I am currently trying to get a credit back through mastercard and am returning the sona pillow to sleep devices today. Dates of use: 1hr; 2007. Diagnosis: snoring, sleep apnea. Event abated after use stopped: yes.